Manufacturer narrative:
Manufactured november 24, 2015 ¿ november 25, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced a no flow event. The reporter stated that just before connecting the device to the patient, no flow was observed and the device was not able to begin the infusion. The device was filled in with fluorouracil and dissolved in 144 ml of normal saline. The flow rate and total therapy duration were 2ml/h for 72 hours. There was no patient involvement. No additional information is available.